Event description:
It was reported that during the implant surgery, it was noted that there was no apical cuff seal. Hence, the cuff of the tracking seat had no seal.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that there was no delay in surgery because of the apical cuff seal issue. The patient was reported to be recovering.

Event description:
Additional information was received that there sealing ring was not missing. However, products information label seal missed lot number reference number.

Manufacturer narrative:
Section a: patient information corrected. Section d6a: date of implant corrected. Section e1: (B)(6). Manufacturer's investigation conclusion: the report of a ¿missing lot reference number from the apical cuff label seal¿ in the implant kit was unable to be confirmed through this evaluation as no images were submitted for review and no product was returned for evaluation. The pump and apical cuff were implanted despite the reported event. There was reportedly no delay in implant surgery as a result of the missing stickers. A manufacturing assessment (ma) task was initiated to address missing apical cuff tracking labels/stickers out of box (oob). An awareness training to the manufacturing procedure was performed to address this issue. No further action was required. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. There were no ncmrs (non-conformance material reports) or re-works related to the reported event. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 5 of this IFU states that all device-tracking paperwork shipped with the device must be completed and promptly returned to abbott. In addition, any device malfunctions must be reported to abbott by the implanting center. No further information was provided. The manufacturer is closing the file on this event.